Event description:
The pt contacted lifescan alleging that the one touch ultra meter was reading inaccurately low. The pt described feeling sweety,shaky, and having blurry vision. They tested and obtained a 35 mg/dl on the reported meter. They reported visiting their physician days later and being advised to stop taking their insulin due to low blood glucose levels. Results obtained at the physician's office were not specified. No further treatment was received. The pt neither alleged harm nor experienced injury or medical intervention. Based on the damaged test strips, there is an indication that the test strips meet the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.